Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 498 mg/dl. Correction bolus was delivered to address bg. Contact did not know cause of elevated bg. Customer's healthcare provider lost faith in the pump and requested a pump replacement. Customer reverted to manual injections for insulin therapy.